Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance was noted on the right ventricular (rv) and left ventricular (lv) leads. Oversensing was also noted on the right atrial (ra) and rv leads. The leads remain in use. No patient complications have been reported as a result of this event.